Event description:
Additional information was received on (B)(4) 2012, from a manufacturer's representative indicating that the patient may have still be at 60 minutes off time at an interrogation performed in (B)(6). Attempts for additional programming history to confirm the event have been unsuccessful to date.

Event description:
Additional programming history was received on (B)(4) 2012. From the programming history, it does appear that the patient was at faulted settings from the date of the faulted system diagnostic test on (B)(6) 2011, until the patient was interrogated on (B)(6) 2012. On (B)(6) 2012, the patient's off time was left at 60 minutes. During a generator replacement in march, the newly implanted generator was also programmed to 60min off, which was previously reported in medwatch # 1644487-2012-01557. The patient has since been programmed back to efficacious settings.

Event description:
It was reported by the site that the patient was experiencing an increase in seizures. Additional information was obtained indicating that the patient started experiencing an increase in (B)(6) 2011. The patient was started on a new medication for the increase in (B)(6) and the medication was then increased in december. It was noted that the patient had experienced 3-4 seizures which was said to be above his baseline; however they did not know the reason for the increase. It was also reported that from (B)(6) 2011 until (B)(6) 2012, the patient had not had any seizures. The patient's settings were provided by the site, and an anomaly was identified. When the patient was recently interrogated on (B)(6) 2012, the patient was at settings indicative of a faulted diagnostic test. At that appointment, the patient's settings were changed, however it is unclear at this time if the off time was corrected from 60 minutes. The site also provided the patient's settings in (B)(6) 2011; however they were unable to provide any information on diagnostics which may have been performed. A review of programming history, available in house, revealed that a faulted system diagnostic test occurred on (B)(6) 2011 and a final interrogation was not performed at that time. It is likely that the patient has been programmed to unintended settings since the time of the faulted diagnostic test. The cause of the increase in seizures therefore may be related to the decrease in therapy that the patient was receiving due to the reduction in settings.

Manufacturer narrative:
Age at time of event- corrected data: the patient's age at the time of the event was incorrectly reported on the initial manufacturer's report. The patient was (B)(6) when the event occurred.

Manufacturer narrative:
Analysis of programming history.